Event description:
The pump had been empty since this past (B)(6). The reason for the pump going empty, patient symptoms, interventions, outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 590-1, lot# n135790, implanted: (B)(6) 2008, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).